Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported single leaflet device attachment cannot be determined. Image resolution poor is related to patient and procedural conditions as difficulties visualizing the clip occurred due to the cied lead. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. The patient had a cardiac implantable electronic device (cied) lead that had a posterior-anterior trajectory across the mid anterior-septal aspect of the valve that restricted the septal leaflet. There was difficulty visualizing the clip due to the cied. There was shadowing with both transesophageal echocardiogram (tee) and intracardiac echocardiography (ice). One triclip xtw was implanted on the mid septal and anterior leaflet segments. Post-deployment a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. A second triclip was implanted to stabilize the first clip and a third clip was implanted to further reduce tr. The final tr grade was 3. Per the physician the restriction on the septal leaflet from the cied lead was stronger than expected and may have pulled some leaflet out upon closure, although this was not confirmed. There was no adverse patient sequela reported.